Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. To fix the issue, the stm performed multiple helium transducer calibrations as well as drive, shuttle and atmospheric calibrations. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed for maintenance. No patient involvement or adverse event was reported.